Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion was located in the left anterior descending artery. The physician was attempting to implant a 2.75x12mm taxus liberte stent in the lesion but there was difficulty crossing the lesion. When the device was removed the struts were bent. The procedure was completed with a different device. There were no complications and the patient status is fine.